Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella rp. During use, the patient's access site developed a bleed. As treatment, the patient received 2 units of packed red blood cells.